Event description:
Medtronic received information that 21 months post implant of this bioprosthetic pulmonary valved conduit, the patient presented with aneurysmal dilatation of the valved conduit with central regurgitation. Device was successfully replaced with another valve with no further adverse patient effects reported. The device was explanted in fragments and will not be returned for analysis, the customer discarded after hospital pathology. Hospital pathology showed fibrosis with inflammation.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is insufficient information to determine the root cause of the reported clinical observations. The reported regurgitation may be due to the fibrosis noted by the hospital histopathology; however, the cause of the fibrosis is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Facility stated that the valve was discarded after hospital pathology review. Conclusion: the device history review and investigation are in progress. Once the review and investigation is complete a supplemental report will be submitted. (B)(4).